Manufacturer narrative:
(B)(4) follow up: it was reported there was no suction around the blunt tip, so the medication leaked out around the puncture. As a sample was not returned, a thorough sample evaluation could not be performed. A device history record review was completed for provided material number 303367, possible lot numbers 4159426 and 4305196. The reviews did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Further action has not been determined necessary at this time.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material #303367 lot #unknown verbatim: rcc received a complaint via email. Email(s) attached. We have had some instances of this vial cannula #303367 either lot #4159426; or #4305196. Of these having some kind of explosion when trying to load a fentanyl vial into a syringe additional information hi. They were glass vials with silicone (?) Areas that you puncture to draw up the solution. And the silicone didn't suction around the blunt tip so it leaked out around the puncture. Normally it creates a seal and when you draw out the blunt tip it is completely closed, with these blunt tips it remained a hole. It happened in fentanyl and lidocaine vials now.